Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an outlet water temperature regulation error due to a heater element failure. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related.

Event description:
It was reported that the biomed was performing calibration and received an error 92 (heater test- element 2 failure). Per follow-up information received via email on 12aug2022, biomed would like to send device in for repair.